Event description:
It was reported that the device will not sense cassette. No additional information was provided.

Manufacturer narrative:
B3: day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Event occurred during testing, and there was no patient involvement. Correction to a: patient information and h6: health effect-health impact code. D9: product received date 2/5/2025. H3: one device was returned for repair with complaint that the device will not sense cassette. Service history review identified the complaint was not related to a previous service of the device within the review period. No error code was found in event log. Visual and functional testing was performed. Found bubbles on the downstream occlusion (dso) seal and the dso is not working. Probable cause of complaint was dso sensor was defective/worn. Replaced dso sensor and seal. Device passed all testing criteria.